Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer and cpu upgrade kit needs to be installed. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the 6800 system would intermittently not save images. No patient injury was reported.